Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported recurrent mitral regurgitation (mr) was due to the single leaflet device attachment (slda). The cause of the reported incomplete coaptation associated with the slda could not be determined. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report a single leaflet device attachment (slda) and recurrent mitral regurgitation. It was reported that on (B)(6) 2022 a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. One clip was successfully, implanted and the procedure was concluded with a resulting mr of grade 1-2. There was no clinically significant delay in the procedure and no adverse patient sequelae. On (B)(6) 2023 a transthoracic echocardiogram was performed and confirmed an slda and recurrent mr. No further treatment has been provided at this time. No additional information was provided.